Event description:
It was reported that prior to a pta treatment procedure, the gazelle balloon dilatation catheter fractured when the system was irrigated. The fracture did not result in complete separation. The gazelle balloon catheter was not used in the procedure.